Manufacturer narrative:
Production process: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. Patient information: based on the distributer information the removal surgery performed on (B)(6) 2021, the reason for the patient complaint or symptom is not yet available, and why the removal surgery was required. Once additional information will receive apifix will complete the investigation and evaluate the complaint.

Event description:
The patient had a removal surgery on (B)(6) 2021. The distributor reported that " the mid-c construct again being contaminated with strange black residual inside of the distractor ratchet".